Event description:
The user stated they have had issue with magnesium for the past 2-3 months. She provided an example of an incorrect patient initial result of 30 mg per dl and a normal value, around 2-3 mg per dl upon repeat. The user could not provide specific patient examples and was generalizing with this statement. No erroneous results were reported. The user provided results from a proficiency survey tested on (B)(6) 2009 in the user provided results from a proficiency survey tested on (B)(6) 2009 in which two samples had unacceptable results. Sample 1 initial result was 3.90 mg per dl with an acceptable range of 1.75-2.93 mg per dl. Upon repeat on an unknown date, the sample gave a result of 2.25 mg per dl. Sample 2 initial result was 2.60 mg per dl with an acceptable range of 0.96-1.61 mg per dl. Upon repeat on an unknown date, the sample gave a result of 1.18 mg per dl. On (B)(6) 2009, another proficiency sample result was 3.0 mg per dl. On (B)(6) 2009, the sample was repeated with a results of 1.81, 1.66, 1.79 and 1.66 mg per dl.

Event description:
The user stated they have had issue with magnesium for the past 2-3 months. She provided an example of an incorrect pt initial result of 30 mg/dl and a normal value, around 2-3 mg/dl upon repeat. The user could not provide specific pt examples and was generalizing with this statement. No erroneous results were reported. The user provided results from a proficiency survey tested on (B)(6) 2009 in which two samples had unacceptable results. Sample 1 initial result was 3.90 mg/dl with an acceptable range of 1.75-2.93 mg/dl. Upon repeat on an unk date, the sample gave a result of 2.25 mg/dl. Sample 2 initial result was 2.60 mg/dl with an acceptable range of 0.96-1.61 mg/dl. Upon repeat on an unk date, the sample gave a result of 1.18 mg/dl. On (B)(6) 2009, another proficiency sample result was 3.0 mg/dl. On (B)(6) 2009, the sample was repeated with a results of 1.81, 1.66, 1.79, and 1.66 mg/dl. The field service rep was unable to determine a cause and inspected the fluidic system, tightened the connections and valves and cleaned the water reservoir. To verify the analyzer performance, he ran a check test and precision testing.

Manufacturer narrative:
No further issues were reported by the customer since the service actions, including decontamination, were carried out. No patients were adversely affected.